Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties were encountered. The lesion being treated was in the proximal circumflex (cx). There was a 90 degree bend proximal to the lesion. The physician successfully deployed the taxus express2 8.8% 2.5 x 12 mm drug eluting stent and deflated the balloon. The physician was unable to remove the balloon, so the balloon was reinflated and deflated again. The physician then took the guide catheter down to the 90 degree bend and pulled back on the balloon catheter. The balloon was successfully removed. There were no pt complications.